Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient was involved in a car accident in 2006. It was noted that some of her ¿leads came loose or became ineffective.¿ it was noted that the ¿2 out of the 8 leads were working.¿ it was noted that the patient may have been referring to the electrodes. It was further noted that the patient experienced a loss of therapeutic effect. It was noted that in 2006-2007, the patient¿s ¿leads were all working and she still had relief, but not 100%.¿ it was noted that the patient had to take oral medications. 2013-10-additional information reported that an x-ray revealed a lead fracture. It was noted that the patient received a new system on (B)(6) 2013. Refer to manufacturing report # 3004209178-2013-19859.

Manufacturer narrative:
Product ID: 3998, lot# lb5460, implanted: (B)(6) 2003, explanted: (B)(6) 2013, product type: lead. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2013, product type: extension. (B)(4).